Manufacturer narrative:
The device involved in the event will not be returned for evaluation, as it is being kept by the hospital.

Event description:
Treatment of an avm. During onyx injection, it was reported that resistance was encountered. The physician then pulled back the catheter and it broke with approximately 8 cm of the distal segment in the patient. Several attempts were made to retrieve the broken segment with an alligator device and a snare device without success. No patient injury reported. Same event as MDR# 2029214-2009-00222.